Event description:
Patient stated her previous nevro unit was burning her from the inside and that's why she had the device removed. (B)(4) this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).